Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced insulin flow block alarm event on (B)(6) 2024.the blockage was located at the tubing. No further information available.